Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2019 the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2019, a follow up examination revealed an endoleak. The physician suspected a type ii endoleak from the patient's inferior mesenteric artery. The inferior mesenteric artery was embolized, but the endoleak remained. On an unknown date in (B)(6) 2020, during review of the follow-up computer tomography scan image from (B)(6) 2019, a new dissection in the patient's left iliac artery was observed at the distal edge of the ipsilateral limb of the trunk-ipsilateral leg component. The physician stated that the condition of the patient's blood vessel may have been very poor. A distal type I endoleak from the false lumen of the dissection into the aneurysm sac was also observed. On (B)(6) 2020 the patient underwent reintervention. The patient's left internal iliac artery was embolized. A gore® excluder® aaa contralateral leg component was used to extend the ipsilateral limb distally. The endoleak was resolved. The patient tolerated the procedure.